Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Was notified for a hip revision where ceramic heads and sleeves where requested to be available. The case was a revision of a loose cup and insert with a head swap. The surgeon replaced the stryker cup and insert with zimmer and replaced a stryker 40mm lfit head with a 40mm universal ceramic head and a -2.5 c-taper sleeve.

Event description:
Was notified for a hip revision where ceramic heads and sleeves where requested to be available. The case was a revision of a loose cup and insert with a head swap. The surgeon replaced the stryker cup and insert with competitor and replaced a stryker 40mm lfit head with a 40mm universal ceramic head and a -2.5 c-taper sleeve.

Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to shell loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.